Event description:
The manufacturer received information alleging a ventilator unexpectedly powered down then restarted. An sd card error occurred with the card being ejected. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the allegation could not be confirmed. The lease was nears its end so the device was not repaired. The device was returned to the user and was scrapped.